Manufacturer narrative:
The root cause for the reported issue of navigation inaccuracy cannot be traced to the monarch system and the issue occurred due to user error.

Manufacturer narrative:
(B)(6) . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, auris health, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a diagnostic procedure using the monarch bronchoscopy system, the physician decided to abort the diagnostic procedure due to navigational difficulty and poor visibility. Patient mucus contributed significantly to the poor visibility. The physician decided to convert the diagnostic procedure to a manual bronchoscopy procedure. It was reported that the patient developed a pneumothorax and a chest tube was placed.